Manufacturer narrative:
(B)(4). Upon review it was discovered that the product is not sold in the us; therefore, the initial MDR submitted on 05/10/2024 should be retracted.

Event description:
It was reported that, "the intensive care unit complains that it is very difficult or sometimes impossible to inflate or deflate the cuff when the neck plate is fixed/closed. The issue was noted during pre-test of the cannula. When the neck plate is not aligned straight the clamping jaws of the neck plate press on the inflation line of the cuff. Depending on patient's anatomy it is usually not possible to align the neck plate accurately and it need to be adjusted again after the cannula has been inserted". There was no patient involvement. Associated complaints (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the intensive care unit complains that it is very difficult or sometimes impossible to inflate or deflate the cuff when the neck plate is fixed/closed. The issue was noted during pre-test of the cannula. When the neck plate is not aligned straight the clamping jaws of the neck plate press on the inflation line of the cuff. Depending on patient's anatomy it is usually not possible to align the neck plate accurately and it need to be adjusted again after the cannula has been inserted." There was no patient involvement. Associated complaints 8040412-2024-00134 and 8040412-2024-00133.